Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3560022, lot#: unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown, ubd:unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that they need pain medication. They said that they contacted their clinician but no one has gotten back to them yet. The patient has given us permission to speak with their husband throughout the evaluation. The patient also stated that they were going back and forth between constipation and diarrhea. The patient's husband stated that there was a communication error on the device. Pressing retry a few times helped with this error. The patient's husband restarted the device. This did not help with the communication error. When they moved closer to the patient, the communication error went away. On another call the patient reported being constipated. They had spent 3 hours on the toilet because of this. The patient's husband stated that the representative had them turn the device off over night and they still haven't turned it back on. The representative is going to help them troubleshoot the issues with the device. The device is still experiencing communication errors no matter how close the patient is to the programmer. The patient's husband will be calling their representative after this call to do the troubleshooting and make an adjustment to the device if needed. The patients husband mentioned that yesterday evening they noticed the device had pulled out, not the whole wire but just the cylindrical part. The patient's representative said to go to the emergency room and the device was removed early this morning. The patients husband mentioned some bruising from when it was pulled out. They also mentioned that the patient vomited this morning, and that they need to make sure no infection is developing. Patients husband called at 12am to let me know he was taking the patient to the ER because there was bleeding coming from where the perc extension cord was connected to the patient. They could not figure out how the cord migrated out of the patients body. They did not have an explanation as to how this happened. The device was removed. The issue was confirmed resolved.